Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to experienced high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 200 to 300 mg/dl at the time of the incident. It was unknown the auto mode feature was active or not at time of high blood glucose event. Customer did allege insulin pump was under delivering because customer feel pump did not delivering insulin correctly caused the diabetic ketoacidosis. No further patient complications were reported. The device will not be returned for analysis.